Manufacturer narrative:
Device is combination product. The device has not been received for analysis. If any additional information is received, a supplemental MDR will be submitted. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, dislodgement occurred. The target lesion being treated was located in an unspecified coronary vessel. The physician advanced the 2.25x12mm promus element stent delivery system (sds). The sds had difficulty crossing the lesion and the stent moved off of the balloon onto the shaft. The sds was successfully removed from the patient and the procedure was completed with another of the same device. No further patient complications have been reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was dislodged from the balloon and had moved proximally on the stent delivery system. Two rows of struts at the distal end of the stent were misaligned. The balloon showed signs of being inflated. Kinks were identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, dislodgement occurred. The target lesion being treated was located in an unspecified coronary vessel. The physician advanced the 2.25x12mm promus element stent delivery system (sds). The sds had difficulty crossing the lesion and the stent moved off of the balloon onto the shaft. The sds was successfully removed from the patient and the procedure was completed with another of the same device. No further patient complications have been reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.